Event description:
It was reported the patient developed low cardiac output postoperatively and echo showed one leaflet was not moving properly. The valve was removed and replaced with another manufacturer's valve.